Manufacturer narrative:
(B)(4). Batch # n91k7m. Device analysis: the analysis results found that the mcm30 was received with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and one partially formed clip was formed due to an antibackup failure. The remaining 11 clips were fed and formed as intended. Finally, the instrument locked out. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the hoop spring and the antibackup lever were found to be out of its intended position, which could have caused jamming of the firing mechanism; this was not experienced during testing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the open pancreatoduodenectomy, after fired with mcm30, the clip malposed closed. Another like product was used to complete the procedure. There is no report on the patient's injury.